Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Contact phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: september 11, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: a visual inspection under 5x magnification, functional test, drawing review, and dimensional analysis were performed as part of this investigation. A definitive root cause cannot be identified with the limited complaint details. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. The device was returned in relatively worn condition with damage evident to the distal threads. Along one side of the threads, the distal 4 threads were concave and the remaining threads had been flatted. Along the opposite side, most of the threads had been flattened. Relevant measurements could not be taken due to the condition of the returned device; however it is unlikely that the design contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that parts were detected as damaged during internal inspection of loaner kits. Reportedly there was no patient or procedure involvement. This report is for a hammer guide which reportedly was damaged. When the device was received, it was noted that the threads were bend/malformed. This report is for (B)(4).